Manufacturer narrative:
The device will be explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed fluid around the ipg pocket. The doctor had aspirated the site, but the pocket continued to refill with fluid. As a consequence, the physician has decided to explant the device.